Manufacturer narrative:
The product was not returned for evaluation. The treatment tips do not delivery any energy and no treatment data is stored on the tip itself; therefore there is no information to gather from their return. The exception to this would be if the tips plastic housing or component scratched the patient, which did not happen in this case. For other reported events, tips are not a viable source of evaluation data. The system has no system/data logs that can be reviewed. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Users can also utilize the burn paper to confirm that the system laser is providing correct pattern/coverage. The reporting customer performed a burn paper test and sent it to solta product support for review. Review of the burn paper showed proper laser pattern and coverage. The system performed as expected. A review of the manufacturing record showed that all requirements were met. Final test verification specifications are acceptable. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. According to the fraxel dual 1550/1927 laser systems operator manual, hyperpigmentation is a known complication of fraxel treatment. The possibility of temporary and permanent skin color change is known to exist with any laser treatment. Post-inflammatory hypopigmentation and hyperpigmentation are known complications of many laser treatments and may occur with fraxel laser treatment. Based on the available information, hyperpigmentation is a known complication of fraxel treatment. It was reported no permanent damage or scarring would occur due to this event. No corrective action is necessary at this time.

Event description:
Despite numerous requests, no additional patient or event information has been received.

Event description:
It was reported that a patient experienced post inflammatory hyperpigmentation of the cheeks one month post a fraxel treatment of the face. The patient has fitzpatrick type 4 skin. The patient was treated with 20 mj at treatment level 5 for eight passes at 1927 nm. At the patient¿s one month follow-up, though great clearance in superficial pigmentation was observed, the provider noted hyperpigmentation to the upper cheeks only. It was noted as more prominent than observable in the photographs provided to solta. The patient was provided with hydroval for use for three nights, as well as a lightening cream with hydroquinone to use for a duration of 4 months, with diligent use of spf. The photographs were evaluated by the solta medical reviewer, who noted mild hyperpigmentation visible on both upper cheeks. The case was assessed as a serious injury based on the physician¿s note that the hyperpigmentation is more noticeable when observed in person.

Manufacturer narrative:
The investigation is underway.